Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician believed that the ipg was superficial causing the pain. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician did not feel that the patient¿s symptoms of pulling sensation and numbness were device related, and that the patient¿s symptoms have resolved.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The physician believed that the ipg was superficial causing the pain and leads were causing the pulling sensation and numbness. The patient underwent a revision procedure wherein the ipg was relocated. No device malfunction was suspected.